Manufacturer narrative:
Returned device was received in good physical condition but it had a scratched screen. No evidence of reported problem in event log was found. During the evaluation of the device, the device double beeped on startup. The downstream sensor was the cause of the issue. The downstream sensor was replaced to resolve the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that device had been constantly beeping. No adverse effects reported.